Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device burned patient's skin during defibrillatiion,patient was successfully defibrillated 15 times over a 3-4 period via external paddles.